Event description:
Per the clinic, the patient experienced pain with external processor use resulting in discomfort. No serious injury has occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device not returned for analysis yet.